Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifucated stnet graft and its components were implanted in a pt for endosvascular treatment of an abdominal aortic aneurysm. Vessel morphology and aneurysm morphology at the time of implant are unk. It was reported approximately 27 months post stent graft implant the pt had another manufacturers aortic stent graft cuff placed, due to a type I endoleak. It was rpeorted that the following day the pt expired. Ano additional information was received.